Event description:
It was reported that the pt experienced one of two episodes of tingling down the right arm on the day of implantation of the neurostimulator. The next day, the tingling became more frequent and occurred in ¿waves,¿ each lasting about 20 to 30 seconds. If the pt rolled onto the right side, the tingling occurred immediately and quickly resolved as soon as the pt returned to a supine position. No other activity consistently caused the tingling episodes became more frequent. The physician and MFR rep instructed the pt to turn off the device if there was too much discomfort. The pt turned the device off three days post-implant. There was no tingling with the device turned off. It was noted that, following implantation, the pt was programmed with the same settings as were used with the previous neurostimulator. There were no impedance issues at that time. There was no voltage titration done as this was not typically done and there were no prior issues. X-rays were normal. An impedance reading of 13,504 ohms on 0 and case was encountered three days post-implantation, but then ¿settled down¿ the following day. Thus, an open circuit was not suspected. The issue was noted to be resolved at this time, and therapy was fine with no further reports of tingling in the arm.

Manufacturer narrative:
Concomitant products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID: 3387-40, lot# j0527107v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
It was reported that the patient felt the unit had been faulty to begin with. The healthcare professional had had a technician who had "managed to switch the wires around in it so the patient would get some service and be able to function the way it was." The wires were not surgically switched, they were programmed differently. The patient had 2 programs a and b. The problem had been traced back to a broken or loose screw that was done at the time of implant. The technician had programmed around the wire that had been causing the tingling in the patient's arm which had resolved the problem. Patient felt that when they had had a problem with the unit they should have put a new one in to begin with. The patient had been told that the current implant was new and improved but it had not worked as well therapeutically as previously, never worked as well as the previous implant since the time of implant. It was reported that in 2012, about a year after implant the patient had met with the manufacturing representative and had determined something had happened during installation. Stimulation was in the wrong location. It was noted that it was not a snap to do surgery for the patient because of the patient&#62688;triple bypass. It was noted that the patient had had his implantable neurostimulator (ins) replaced once, the original system had lasted 6 years before needing a battery replacement and the patient had not even known it needed to be replaced. The new system had not lasted very long. It was noted that the new system in a and b reading was a disaster when it had been installed. The patient had had shocks going up and down his arm. The doctor had programmed the system and had found a way to go around the electrical shocks. The patient had been living pain free since but the installation of the system had been a disaster.

Manufacturer narrative:
(B)(4).